Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 5 was not detected on the communication bus. A field service engineer turned off the station, reseated the pyxibus drawer cable, turned the station back on, and confirmed that the drawer was successfully recognized on the bus after the reboot. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawers 5.1 and 5.2 were not detected on the communication bus, and multiple pockets failed. The customer reported that a malfunction took place when the user tried to dispense medication to a patient, resulting in a delay in dispensing the required medications. However, there were no adverse events or injuries reported based on this event.